Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, underweight, dark ring, missing, broken shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: three striated edge opening on anterior side due to surgical damage. A striated edge broken on posterior side due to surgical damage. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.